Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable as the cable was bent. The customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 307 mg/dl.